Event description:
It was reported that a spectrum pump's battery module had fluid intrusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was unable to be reproduced. Fluid intrusion was confirmed and was determined to be caused by a failed battery module due to corrosion as a result of fluid intrusion. The failed battery module was replaced.